Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch select meter is giving inaccurate readings results of ¿465 and 198 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The inaccuracy issue began on the evening of (B)(6) 2013. The patient reportedly did not take any action in regards to his diabetes treatment based on the reported issue. The next day, the patient received medical intervention at the emergency room. The patient was tested on a hospital meter and was treated with food. The patient could not provide any numeric readings on the hcp meter. There was no report of any symptoms associated with the reported event. The patient confirmed the test strips were within the discard date. The unit of measurement was correct set. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because the patient received hcp treatment suggestive for hypoglycemia after the subject meter give inaccurate results. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.